Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for lot# 6108279 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn healing abutment lot # 6108279 and found no additional product in stock. Investigation methods/results customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the abutment during the initial placement which may have caused a tight fit. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU-570 rev 3.0 (hahn tapered implant system) contains the following statement in recommended torque values section under prosthetic components: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm. The recommended torque value for affixing hahn tapered implant multi-unit accessories utilizing the multi-unit prosthetic screw is 15 ncm. Any other screw-retained prosthetic components, such as impression copings or scanning abutments, should be hand-tightened only."

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes. Section a a4: patient's weight was asked but not provided.

Event description:
It was reported that the hahn healing abutment failed. The patient's bone type is IV and their oral hygiene is noted as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2023 for a primary procedure on tooth #14. The patient returned on (B)(6) 2023 after the healing abutment placement without complaints. Upon examination, the provider noted that when an attempt was made to remove the healing abutment, it was stuck.

Manufacturer narrative:
Additional information: h6 (type of investigation). Corrected information: b5, d4, e1, g1, h4, h6 (investigation findings, investigation conclusions). CAPA# ca-00016. Manufacturer reference: (B)(4). Related mw report: 3011649314-2025-00052.

Event description:
It was reported that the hahn healing abutment failed. The patient's bone type is IV and their oral hygiene is noted as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2023 for a primary procedure on tooth #14. The patient returned on (B)(6) 2023 after the healing abutment placement without complaints. Upon examination, the provider noted that the implant failed to osseointegrate. The implant was removed and not replaced. There was no permanent patient injury and no additional medical/surgical procedure was required. Additional information received confirmed the implant failed and that "the abutment and crown which were attached came out with the implant and I was unable to separate them after the implant failed".